Manufacturer narrative:
Investigation of returned suspect clamp finds that the retainer ring on the tip of the adjustment screw has been pulled off and is missing. The ring is pulled off when the adjustment screw is turned farther than the design will allow when opening the clamp. The clamp is in otherwise good condition. The reported issue was confirmed to be caused by a physical damage to the clamp. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No findings possible. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure, a double spine clamp instrument was damaged. It was reported that when the clamp was being opened, a part of the clamp fell off and into the patient anatomy. The piece was pulled out of the patient and there was a reported delay of less than one hour. No adverse affect on the patient was reported. No additional details were provided.